Manufacturer narrative:
(B) (4).

Event description:
Following a 'fight,' the patient was shoved back and fell down on the implantable neurostimulator. A shocking or jolting sensation was experienced following the fall; also stimulation was in the wrong location. There was pain in the left leg, the patient's toes felt like they were 'on fire' and the patient felt an 'electric shock' with every cough or sneeze (even with the device off). A follow-up will be sent if additional information becomes available.